Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy had stopped working for the patient and that there was poor communication (poor communication screen, both with and without the antenna attached). This had occurred in 2018. The reporter noticed the therapy stopped working after that the patient had an ultrasound in 2018 (for an unrelated issue). However, they did note that the therapy may have stopped before that. The reporter also mentioned that the patient¿s bladder condition had deteriorated since implant of the device (B)(6) 2014. As a result, it was hard to tell whether the issue was due to the device or whether the patient¿s bladder condition continues to deteriorate. The reporter noted that the patient was considering having the ins taken out because they cannot have (B)(6). The reporter was redirected to the healthcare professional (hcp) to have the ins checked. There were no further complications reported or anticipated.